Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: power on reset events were observed in the black box data. Pump was returned with a crack in the battery compartment from case seal traveling to grip pad. There was no evidence of physical damage found on the battery cap or battery compartment threads. Intermittent power was not duplicated during the investigation. The pump was exercised for 24 hours with no loss of power occurring. Unrelated to the ok button was over responsive; all other keypad buttons responded properly. No physical damage of the keypad. The keypad cover was removed for investigation and revealed the ok button contact was found to be cracked. Additionally, the bolus button was inoperable. There was no physical damage of the audio bolus button cover. The audio bolus button cover was removed; the button slug was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/10/2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.